Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter fracture occurred. A catheter fracture was observed on a 38 x 3.00mm promus premier¿ drug-eluting stent. No patient complications were reported.